Event description:
The hcp typically aspirated the pumps 3 times prior to refill. At the first refill after pump implant, the hcp removed 0.5 mls of a viscous, yellow, milky substance. Cultures of the sample were negative. The hcp was unsure what the substance was. The pump was believed to be used to deliver hydromorphone and bupivacaine. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)